Event description:
It was reported to boston scientific corporation in 2007 that an extractor rx retrieval balloon was used in an endoscopic retrograde cholangiopancreatography, ercp on a female patient. According to the complainant, during testing, the "balloon would not deflate properly" and the process was repeated three times in order to deflate the device. It was further reported that the procedure was completed with a second extractor rx retrieval balloon device. There were no reported complications associated with this event.

Manufacturer narrative:
An examination of the returned revealed that the balloon did not inflate after an attempt was made to inflate the balloon under water with air using a 9 to 12mm syringe. No air was noted to have escaped from the balloon or catheter during this inflation attempt, which indicates that there may have been a blockage in the catheter. Both proximal and distal balloon bonds were examined and found to be within manufactures specification. Further evaluation found balloon lumen was blocked and or occluded with saline. This blockage would have resulted in deflation difficulties. The most probable root cause of the deflation difficulty was handling damage.